Event description:
It was reported that patient underwent a procedure utilizing a soft tissue fixation device on (B)(6) 2011. During the procedure, the implant came out of the prepared hole. Another hole was prepared and an additional implant was availiable to complete the procedure.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformances. The user facility was notified of the event on (B)(6) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.